Manufacturer narrative:
A service report completed and dated 07/22/19 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. No fault with the device as manufactured. Device was found to be functioning within dornier specifications.

Event description:
Patient hematoma reported.